Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced an intermittent out of range signal. No additional patient or event information is available. It was reported that the patient using the device was under 12 years of age. Labeling indicates: the t:slim system is indicated for use in individuals 12 years of age and greater.